Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, heavily calcified and 90% stenotic mid left anterior descending artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and inflated it to 10atms where it was ruptured on the first inflation. The device was removed intact. The procedure was successfully completed with another 2.0x15mm maverick2 balloon and the deployment and post dilation of a 2.75x8mm liberte stent. Patient status is listed as "good".